Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a broken power supply. A 'backup audible alarm' error was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the malfunctioning speaker in the main pcb and the power supply insulator were the root causes. The main pcb and the power supply insulator were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an audible alarm backup. There was unknown patient involvement.